Manufacturer narrative:
As of today no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead displayed a sudden increase to greater than 2000 ohm pace impedance. The lv lead was programmed off. The device was also programmed to monitor only due to the patient being in hospice. There were no adverse patient effects.